Event description:
It was reported that the aseptic housing was broken during a procedure, top housing was detached from the bottom housing. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
This device is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that the aseptic housing was broken during a procedure, top housing was detached from the bottom housing. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.